Event description:
It was reported that the patient presented for remote follow-up via merlin.net after inappropriate high-voltage therapy was delivered by the implantable cardioverter defibrillator. Both anti-tachycardia pacing and shock therapy were delivered for an episode of supraventricular tachycardia with rapid ventricular response. Programming interventions were made.